Event description:
It was reported the pt experienced pain under the ipg site near the right hip. Stimulation has not been affected by this issue. Surgical intervention may be undertaken at a future date to replace the ipg with a smaller device.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.